Event description:
The account stated the architect c4000 processing center cover fell on the head of the operator while performing maintenance. The account stated the architect c4000 cover does not stay up and goes down slowly. There was no injury to the operator reported.

Manufacturer narrative:
The field service engineer (fse) adjusted the retention spring of the cover lid and resolved the issue. The instrument is performing as intended and no further issues have occurred. The safety memo and product evaluation indicated that the architect c4000 is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. Ticket trending data showed no adverse or non-statistical trends in conjunction with the cover lid slowly descending after opening the lid up. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. The architect c4000 service manual indicates that the top cover lid is checked for proper operation during preventive maintenance by the fse. The issue was resolved after the fse adjusted the top counterbalance hinges on the instrument. No product deficiency was identified.

Manufacturer narrative:
An abbott field service engineer made a site visit and inspected and adjusted the architect c4000 analyzer cover. (B)(4).